Manufacturer narrative:
A getinge field service engineer (fse) stated that the equipment will report high temperatures when used. After inspection, it was found that there was an internal fault in the scroll pump, with loud operating noise and low output pressure. Fse replaced scroll compressor. Equipment passed pre-use inspection. The equipment has passed all factory-specified performance and safety index tests. The device has been delivered to the customer and is ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during testing before use the cardiosave intra-aortic balloon pump (iabp) unit displayed a high temperature when in use, and there was noise when the compression pump is working. When the compression pump was tested alone, the current exceeded 9a. There was no patient involvement reported.